Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the reamer teeth broke off. Previous supplier investigations found the failure is likely due to stress corrosion cracking. Stress corrosion cracking occurs when the combination of applied stress and a corrosive environment leads to cracking or fracture at loads lower than that the ultimate or fatigue strength of the material. It is likely this grater was exposed to repeated exposure to corrosive environments in excess of what is recommended by the instructions for use. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the investigation, the need for corrective action is not indicated. Complaints for this failure type will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Size 47mm reamer broke, leaving behind metal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.